Event description:
It was reported that during an unk procedure, the hand activation buttons were sticking - required to use foot activation instead to complete the case. No pt consequence reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.